Event description:
This ra lead was found to be dislodged 3 days after implant. The physician was going to reposition the lead, however tissue was found in the helix. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and mechanical inspection. The visual analysis revealed cuts into the insulation 15 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement and after cleaning the fixation helix from coagulated blood and tissue residuals, it could be properly deployed and retracted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.